Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that when they were driving their back always hurt and the patient lost over 130 pounds so there was no fat cushion for their ins battery, so the ins was constantly rubbing their ribs. A couple months ago they had trouble with their dtm settings so they had an appointment with their doctor and the rep was there who adjusted settings to different leads and electrodes for pain area. That was then when the pt mentioned this to their manufacturer representative (rep) when they were adjusting settings; so the rep got the doctor involved who said they needed a revision. The pt then got an implantable neurostimulator (ins) pocket revision on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient lost a significant amount of weight and was experiencing pain at the implantable neurostimulator (ins) site. The patient underwent a pocket revision with connectivity and impedances varying at the time of the revision, with all electrodes within range. The issue was resolved, but the rep noted they would submit any new information that became available.